Event description:
It was reported that the surgeon was implanting a locking screw into a distal plate during a primary trauma surgery. The surgeon began the implantation of the screw by hand. He then used power and back to manual for final seating of the screw by hand. The surgeon was completing final seating of the screw by hand and the screwdriver head sheared off. The piece was removed and a back up screwdriver was immediately available. The surgery was completed successfully with no adverse consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.